Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that shortly after implant, pocket hematoma was observed. No further information is available as to resolution of the hematoma. However, it was noted that the hematoma was still visible at a follow-up two years later.